Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the outer tube is deformed, charged-coupled device (r-unit) has a kink due to cause traced to component failure while video cable section contains foreign material due to cause could not be determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had outer tube is deformed, charged-coupled device (r-unit) has a kink and video cable section contains foreign material. There was no patient involvement.